Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer did not power up, it booted and functioned normally. When the unit was opened and inspected signs of corrosion were noted in the power supply area including the upper and lower cases and power supply but there was no damage to the micro processing unit and the link electronic module printed circuit boards. The upper and lower cases, power supply and analyzer bay were replaced to resolve. Analysis further noted that the display flex cable had signs of damage but functioned properly and the flex cable was replaced as a preventive, the media bay door had lots of scuffs and was therefore replaced, there were damaged handles which were replaced and that three screws on the display were loose and one had fallen out and they were all re-torqued. (B)(4).

Event description:
It was reported that the programmer would not power up, that the electrocardiogram lights flickered but then nothing, no fan noise, nothing happened. The programmer was returned for service. No patient complications have been reported as a result of this event.